Event description:
It was reported that a user experienced hyperglycemia with a highest cgm reading of 370 mg/dl and a confirmatory glucometer value of 340 mg/dl for approximately five hours while using an ilet system with a teflon infusion set in the right abdomen and a recently placed g7 sensor; the user had briefly disconnected from the pump prior to the report, delivery troubleshooting showed proper priming and connections, and due to suspected scar tissue a site-only change was performed without issue. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.